Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Cracked battery tube threads noted during visual inspection.

Event description:
Customer reported that he had unexplained high blood glucose of over 500 mg/dl. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 119 mg/dl. Customer stated that the insulin pump was not alarming. He stated that the reservoir was below 10 units and pump did not alert him. Nothing further was reported.